Event description:
In litigation, it was reported that in october 2002, patient underwent abdominal surgery and gynecare intergel was spread throughout their abdomen. The complaint alleges that, shortly following the patient's surgery, "they developed extreme pain, swelling and other serious injuries." The complaint also alleges that the patient "has suffered and will continue to suffer bodily injury and resulting pain and suffering, disability, scarring and disfigurement, mental anguish, loss of capacity for enjoyment of life... And an impaired ability to bear children."